Event description:
It was reported that the bd micro-fine¿+ pro pen needle clogged during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the patient's verbatim report, the button was activated but the drug solution did not come out."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle clogged during the injection. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's verbatim report, the button was activated but the drug solution did not come out.".

Manufacturer narrative:
Investigation summary . One open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. A clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.